Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the alaris pcea administration set was leaking near the male luer, there was no cracks noted. It was reported that anesthesia is currently using propophol tubing for the pcea administration until a suitable substitute is available. There was no report of patient harm. The event occurred in the family birthing center. Although the customer did not provide an exact event date the customer did provide an incomplete date of event of 7/31-8/2.